Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One catheter was returned for review. Visual inspection of the sample confirmed a crack in the luer (hub) that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
End user notes: during hourly check, noted large puddle of liquid on linen. Rt arm central line dressing was completely soaked. Checked all connections to cl. The hub connecting to the cl was tightly screwed on, however noted fine crack at the hub and also a pull of liquid collecting under the opsite but difficult to tell if there was another break in the line. On call resident called to assess the bb. The staff, dr (B)(6), also came to assess bb and the decision was made to remove the cl and start a piv with a different solution since the tpn was found to be not compatible for piv infusion.